Event description:
During preparation, the viperwire advance guide wire migrated which resulted in a dissection. No intervention was performed. Following treatment with a diamondback 360 coronary orbital atherectomy device in the circumflex artery, a perforation was observed. Balloon angioplasty and stent placement were performed. The patient was stable.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).